Manufacturer narrative:
The material related to this case will not be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek inrange with serial number (B)(4) compared to a chronometric thromborel siemens ttt with human placental tissue factor reagent laboratory method. The reporter stated that the laboratory result was around 3.28 inr or 3.25 inr or 4 inr. The meter result was 5.3 inr. The time interval between the two tests was less than 3 hours. The therapeutic range is 3.5 - 4.5 inr.